Event description:
It was reported that the patient had high impedance after generator replacement due to battery depletion. Pre-operative impedance was unknown because the previous generator couldn't be interrogated prior to replacement due to normal battery depletion. Complete pin insertion into the new generator was verified. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.